Event description:
The dealer states that the right frame broke 3 inches from the front of the seat frame, the upholstery also tore in the same place. Covering the upholstery because the frame caused it to tear. The dealer states that the customer heard a pop and he got out of the chair and he thought it was the frame.